Event description:
The pt contacted lfs alleging that her one touch ultra meter was prompting the error 1 message, when powering the meter on. The senior medical affairs specialist mailed a letter, since the pt could not be reached. The pt neither alleged harm nor experienced injury. The pt was tested on an unk device and result of 150 mg/dl was obtained. The pt reported that she was also treated by a medical professional; however no further info was provided. The customer svc rep confirmed that the pt was using correct testing techniques and that the battery compartment was in good condition. The csr walked the pt through a retest and the meter prompted the error 1 message. Based on the info supplied by the pt, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.